Manufacturer narrative:
The pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform occlusion test, no delivery test, displacement test or verify low reservoir alarm due to motor error alarm. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The keypad connector was locked properly. The pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 139 mg/dl. The customer states they been experiencing multiple button errors. The customer states the pump is set up to alarm low reservoir 12 hour prior to being low. The customer states the pump stopped alarming low reservoir after the motor error and button error. Now instead of alarming low reservoir, it will alarm no delivery. The customer did mention having low blood glucose, but did not provide a value. The insulin pump was exposed to a strong magnetic field at work. The customer states they are able to complete the rewind. The customer did state feeling sick and nauseated while on the phone, but blood glucose was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.